Event description:
The customer reported via phone call that the insulin pump alarmed motor error and alarm could not be cleared. The alarm occurred while the customer was driving. The customer stated that she had an MRI that morning and was wearing the insulin pump. Customer does use the sensor feature and is able to complete the rewind sequence. Blood glucose value was 333 mg/dl. Customer was advised to discontinue the use of the device and revert to a back a plan. She did not have a backup plan and would be calling the doctor. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump had constant motor error alarms during rewind due to out of phase motor encoder signal. It was unable to perform the displacement test due to motor error alarms. Device with cracked reservoir tube lip, cracked battery tube threads, minor scratches on display window, missing end cap sticker and cracked case near display window corners noted during visual inspection.